Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 425cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On march 23, 2022, mentor received additional information regarding the patient's diagnosis. It was reported that the patient had ptosis and capsular contracture (baker grade 4) on the left side. On march 25, 2022, mentor received additional information regarding the device explantation date. The device date of explant has been updated to (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On (B)(6) 2022, it was confirmed that the customer did not have a rupture on the left side. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).